Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The patient thought the drug at the time was dilaudid, and then they changed to prialt, and then back to dilaudid. The indication for use was noted as non-malignant pain and degenerative disc disease. It was reported that the patient had to have her pump replaced in 2007 due to having a terrible infection. No specific symptoms were mentioned relating to the infection. The pump was removed and replaced. It was unknown if the device or therapy caused, contributed to, or exacerbated the infection. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.